Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that two batteries did not provide adequate charge. There was no reported patient injury related to this event. The batteries were exchanged by the facility but were not returned to the manufacturer based on the results of the previous investigation and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The mostly likely root cause of the reported event can be attributed to faulty lishen internal cells within the hvad battery pack as supported by (B)(4). Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports 2015-03286 and 2015-031287 submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient had two batteries which did not provide adequate charge. The facility replaced the batteries but did not return the original batteries to the manufacturer. No patient harm or injury was reported as a result of this event.